Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and display screen also has a dim pink and fading text. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed there was a crack at the top of the battery compartment. There was moisture corrosion in battery compartment and battery cap. The display screen has a dim pink and fading text. The keypad was found to be worn. (B)(6).